Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated their jaw is clicking on the left side, and gums are receding due to the aligners contraindicated.